Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol returned adhered to surgical fabric in an unknown pouch. Solution is dried on both surfaces of the optic and haptics. Both haptics have fibers. The optic is scratched/marked-rejectable with loose fibers & particulate. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual acuity. The hospital director considered the iol led the defect. The patient could not see clearly because of foggy vision. The surgeon wants to replace the lens with one of single focus. Additional information has been received that post-operatively there were no problems with the visual acuity with visual field test, flicker test, and pinhole vision test.

Event description:
Additional information has been received that visual acuity did not improve after replacement of company iol to other model company lens following the initial procedure. Surgeon observed abnormality in the operated eye (leakage was observed in the blood vessels and surgeon considers that these findings were not caused by the company lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).